Manufacturer narrative:
Patient initials/ID, age/date of birth and weight are unknown. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it has reportedly been discarded by the facility. Initial reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broken during a surgery for right fifth metacarpal fracture on (B)(6) 2017. The surgeon, nurses, and other affiliates did not notice the event. An imaging test was not used during the surgery. A broken piece of the drill bit was found when the post-operative x-ray was taken on (B)(6) 2017. According to the treatment plan, the removal surgery of the implants is planned in three months. Therefore, at the same time, the broken piece of the drill bit will be removed from the patient¿s body as well. According to the surgeon¿s opinion, the drill bit in question might have been inserted in the off-center rotation. The surgery was extended for twenty (20) minutes. The patient status was reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.